Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the complaint of lost stimulation was confirmed. The ipg that was explanted had been dead for a few months. Upon receiving, the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 4.02 volts. However, the device failed the functional test. The device was cut open, and the battery measured 3.6 volts. The device exhibited excessive sleep current leakage and the impedance between vh and ground was low. These were the typical symptoms of the analog ic damage due to exposure to high-voltage transients causing internal shorts in the component. The reported complaint states that electrocautery was used when patient had a revision surgery and precision ipg was swapped with spectra.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the battery was not working. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.